Event description:
Same case as 2134265-2014-06342 and 2134265-2014-06414. It was reported that an automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter to view an unspecified target vessel. During percutaneous coronary intervention (pci) procedure, the physician tried to perform automatic pullback however; pullback failed during first attempt. Reconnection was performed for several times but the issue was not resolved. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).